Event description:
It was reported that they were using arctic sun device to cool patient. Opened set of large pads and one of the chest pads had gel peeling off . Per packaging they were not set to expire until sep2023. They did not have any other large pads, so nurse opened a set of small pads. Swapped out one of the smalls with the remaining large pads. The device was alerting low flow and air leak. Patient was not shivering, all lines were straight with no bends or kinks. Patient had been on therapy for 3 hours. The patient temperature was 38.8c, target temperature was 36c, water temperature was 4.4c, water flow rate fluctuating between 1.3-1.5 l/m. 4 pads connected. Trend indicator was thermoneutral. Nurse lead stated and disconnected and reconnected 3 times with no change. The system diagnostics showed outlet monitor temperature (t1) was 4.6c, outlet control temperature (t2) was 4.6c, inlet temperature (t3) was 7.7c, chiller temperature (t4) was 5.5c, water flow rate was 1.5 l/m, inlet pressure was -7.1 psi, circulation pump command was 55 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 5728.9 and pump hours were 5534.4. Pumps and inlet pressure look great. Appears to be pad related. They would not advise using remaining pads in a set where at least one was visibly damaged. Mis suggested replacing the remaining large pads. They still have package and would set aside for follow up from quality. Nurse swapped out to full new set of pads from damaged large set with lot#ngfw0061 listed in previous call case. The device still showing air leak. Mis discussed about proper connection method and holding nowhere near clear connectors and verifying audible clicks. The device primed and air leak message disappeared. The flow rate stabilized at 2.9 l/m for set of 4 small pads. Per follow up information received via email on (B)(6)2023, there were flow issues on (B)(6)2023. One of the chest pads was defective. Large section of the gel material peeled away from the pad when removing protective cover. The leg pads looked fine, but they were not getting good flow, nor any temperature decreased. The clinical support person recommended changing the leg pads. They had good flow and quick goal temperature once the ne pads were on. The defective pads with lot# ngfw0061.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual: 2 arctic gel thigh pads were received with no packaging present. Visual inspection noted the following: -no obvious visible defects such as cuts or tears in the foam. -no visible chips or deformities at the ends of all connectors. -hydrogel was in tact with pad and not separated -kinked tubing present therefore pr xxx was opened. Additional testing required to determine accuracy of flow rate. Functional: flow test was conducted. All individual measured flow rates are outlined: * right thigh pad: a total of 4.89 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 27%, inlet pressure was -7.1 psi. * left thigh pad: a total of 4.89 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 28%, inlet pressure was -7.0 psi. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling risk review is not required as the reported event is unconfirmed. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Although there was the presence of a minor kink, the flow rate of the tested pad was unaffected. The pad performed normally per feedback from ttm quality engineering. Therefore, the complaint is not confirmed visual evaluation noted 2 arctic gel thigh pads were received with no packaging present. Visual inspection noted the following: -no obvious visible defects such as cuts or tears in the foam. -no visible chips or deformities at the ends of all connectors. -hydrogel was in tact with pad and not separated -kinked tubing therefore pr xxx was opened. Additional testing required to determine accuracy of flow rate. Functional: flow test was conducted. All individual measured flow rates are outlined: * right thigh pad: a total of 4.89 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 27%, inlet pressure was -7.1 psi. * left thigh pad: a total of 4.89 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 28%, inlet pressure was -7.0 psi. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling risk review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they were using arctic sun device to cool patient. Opened set of large pads and one of the chest pads had gel peeling off. Per packaging they were not set to expire until sep 2023. They did not have any other large pads, so nurse opened a set of small pads. Swapped out one of the smalls with the remaining large pads. The device was alerting low flow and air leak. Patient was not shivering, all lines were straight with no bends or kinks. Patient had been on therapy for 3 hours. The patient temperature was 38.8c, target temperature was 36c, water temperature was 4.4c, water flow rate fluctuating between 1.3-1.5 l/m. 4 pads connected. Trend indicator was thermoneutral. Nurse lead stated and disconnected and reconnected 3 times with no change. The system diagnostics showed outlet monitor temperature (t1) was 4.6c, outlet control temperature (t2) was 4.6c, inlet temperature (t3) was 7.7c, chiller temperature (t4) was 5.5c, water flow rate was 1.5 l/m, inlet pressure was -7.1 psi, circulation pump command was 55 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 5728.9 and pump hours were 5534.4. Pumps and inlet pressure look great. Appears to be pad related. They would not advise using remaining pads in a set where at least one was visibly damaged. Mis suggested replacing the remaining large pads. They still have package and would set aside for follow up from quality. Nurse swapped out to full new set of pads from damaged large set with lot#ngfw0061 listed in previous call case. The device still showing air leak. Mis discussed about proper connection method and holding nowhere near clear connectors and verifying audible clicks. The device primed and air leak message disappeared. The flow rate stabilized at 2.9 l/m for set of 4 small pads. Per follow up information received via email on 23 may 2023, there were flow issues on (B)(6) 2023. One of the chest pads was defective. Large section of the gel material peeled away from the pad when removing protective cover. The leg pads looked fine, but they were not getting good flow, nor any temperature decreased. The clinical support person recommended changing the leg pads. They had good flow and quick goal temperature once the ne pads were on. The defective pads with lot# ngfw0061. During sample evaluation kinked tubing was found which is a failure that did not relate to the reported event.

Event description:
It was reported, that they were using arctic sun device to cool patient. Opened set of large pads and one of the chest pads had gel peeling off. Per packaging, they were not set to expire until sep 2023. They did not have any other large pads, so nurse opened a set of small pads. Swapped out one of the smalls with the remaining large pads. The device was alerting low flow and air leak. Patient was not shivering. All lines were straight with no bends or kinks. Patient had been on therapy for 3 hours. The patient temperature was 38.8c, target temperature was 36c. Water temperature was 4.4c, water flow rate fluctuating between 1.3-1.5 l/m. 4 pads connected. Trend indicator was thermoneutral. Nurse lead stated, and disconnected and reconnected 3 times with no change. The system diagnostics showed outlet monitor temperature (t1) was 4.6c, outlet control temperature (t2) was 4.6c, inlet temperature (t3) was 7.7c. Chiller temperature (t4) was 5.5c, water flow rate was 1.5 l/m, inlet pressure was -7.1 psi, circulation pump command was 55 percentage, mixing pump command was 100 percentage, heater showed 0, water reservoir level showed 5, system hours were 5728.9 and pump hours were 5534.4. Pumps and inlet pressure look great. Appears to be pad related. They would not advise using remaining pads in a set where at least one was visibly damaged. (B)(6) suggested replacing the remaining large pads. They still have package and would set aside for follow up from quality. Nurse swapped out to full new set of pads from damaged large set with lot#: ngfw0061 listed in previous call case. The device still showing air leak. (B)(6) discussed about proper connection method and holding nowhere near clear connectors and verifying audible clicks. The device primed and air leak message disappeared. The flow rate stabilized at 2.9 l/m for set of 4 small pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.